Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Rollator had a broken weld on the right hand side.

Manufacturer narrative:
Per a communication with invacare (B)(6), it is confirmed that there is a broken weld. The rollator has been scrapped. This was received back at invacare (B)(6) on (B)(6)2016.

Event description:
Per a communication with invacare (B)(6), it is confirmed that there is a broken weld. The rollator has been scrapped. This was received back at invacare (B)(6) on (B)(6) 2016. Rollator had a broken weld on the right hand side.